Manufacturer narrative:
A the lead was not able to be returned, no analysis was possible. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a follow-up check to prepare for the routine device change out, several episodes of noise on the right ventricular (rv) lead were observed. The change out procedure was postponed and device data was submitted to technical services to better understand the cause of the noise. Technical services discussed the lead measurements appeared normal, with lower r-wave amplitudes and higher pacing threshold measurements, which could be due to encapsulation or calcification of the lead tip. To test the lead integrity, troubleshooting to recreate noise with patient movements was recommended. The following week, the replacement procedure was performed and this rv lead was surgically abandoned; a new device and rv lead were implanted successfully. No adverse patient effects were reported.